Event description:
"Pt's spouse stated "about two weeks ago the pt checked their sugar and it was 69 mg/dl. It has never been that low." Pt's spouse called dr who advised them to take pt to the ER. Pt's blood glucose was tested at the ER with an unknown meter and the pt's blood glucose was "200 and something". Pt's spouse stated the pt was given "a pill" and blood glucose was retested again later and pt was sent home.